Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8212731. Our records show that this is the only instance of mislabeling occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on samples evaluation, the defect label content incorrect could be identified and confirmed. Our engineers were able to determine that the event occurred post-manufacture, at our distribution center in china. The root cause was determined to be employee negligence, to address this event our distribution has retrained the relevant employees in order to raise awareness of this event. H3 other text : see h.10.

Event description:
It was reported that the label information for quantity did not match actual quantity with a bd saf-t-intima¿ IV catheter safety system. Quantity affected by this occurrence is150. The following information was provided by the initial reporter, translated from chinese to english: it's been noticed that the product quantity on the chinese label (marked 50pcs) was not matched with the real product quantity (25pcs). It's the label content error.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the label information for quantity did not match actual quantity with a bd saf-t-intima¿ IV catheter safety system. Quantity affected by this occurrence is150. The following information was provided by the initial reporter, translated from chinese to english: it's been noticed that the product quantity on the chinese label (marked 50pcs) was not matched with the real product quantity (25pcs). It's the label content error.